Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that the patient already has a bladder sling but does not know the manufacturer or model. Per patient, it does not work really good. No further information was provided.